Event description:
The customer reported false negative reactions with blood grouping reagent seraclone anti-d blend art. -no. (B)(4), lot 703120-01. The customer has sent us three thawed samples which had reacted false negative with the complained lot of reagent in the immediate spin method. The complained reagent was not sent. Therefore the quality control laboratory tested the retention sample of the complained reagent with the three samples. We could confirm negative reactions of the samples with seraclone anti-d blend in the immediate spin method. But all samples reacted positive in the indirect anti-human globulin test (iat). There is a hint in the instruction for use that all samples which react negative in the immediate spin method should be tested in the iat phase. The customer didn't follow this note. Due to the action pattern of the three samples (negative reactions in the immediate spin method but positive reactions in the iat phase) we assume weak d respectively partial d on rh (d) phenotype of the three samples. Only sample number 3 could be sent for molecular typing to an external laboratory. The result of the molecular typing of the rd (d) antigene was weak d type 3. There was no further material available for sample 1 and 2 to perform a molecular typing in an external laboratory.

Manufacturer narrative:
The testing of the quality control laboratory confirmed the correct function of the affected lot of blood grouping reagent seraclone anti-d. All three samples reacted positive in the indirect anti-human globulin test (iat), therefore we assume weak d respectively partial d as rh (d) phenotype of the three samples. Our suspicion was confirmed for sample number 3. The review of batch record documentation showed that this lot was affected by a deviation and a change control. Both issues didn't influence negatively the quality of the affected lot. We had no further complaints relating to this lot.